Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the rotor of the gantry was realigned to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
Medtronic received information that, while outside of a procedure, the gantry door would not open after being driven by the user into a wall. There was no patient present when this issue was identified. No additional information was provided.